Event description:
Related to MFR report # 2183959-2012-02868. It was reported that on or about (B)(6) 2010 a monarc sling was implanted to treat plaintiff's stress urinary incontinence and/or prolapse. It was alleged by the attorney for the plaintiff that as a result of the implanted products the plaintiff has developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion and has required ongoing medical care. It was also alleged that on or about (B)(6) 2010, the plaintiff and revision and/or removal of the mesh and had an additional mesh product implanted. It was further alleged that the plaintiff has suffered and will continue to suffer further injury, pain, disability, and impairment.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.